Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer's blood glucose dropped rather quickly to 29 mg/dl and there seemed to be insulin missing from the reservoir of her insulin pump, which may have gone into her body. The customer stated she had checked her reservoir the night before and there were about 100 units left; in he morning, there was no insulin left. Customer stated there was plastic piece in the reservoir compartment about three quarters of one inch, which the customer believed had led to the low. The customer was admitted to the hosp with blood glucose of 39 mg/dl and was treated with glucose. Troubleshooting was performed. The drive support cap on the insulin pump appeared normal. The customer had been disconnected during the rewind prime sequence during her most recent set change. Her priming technique seemed fine. Programming was correct and daily totals seemed to be fine. The insulin pump had not been exposed to a magnetic resonance imaging machine. Nothing further reported.